Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer froze every time at the second interrogation and needed to reboot. It was also reported that the fan in left side of the programmer didn't work, and the printer didn't print when trying to print reports. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm customer comments. The fans work as normal. The programmer was able to interrogate a protecta device wireless and non-wireless using a known good radiofrequency (rf) head. The printer works as normal. One system error was found in the error logs. Hard drive health is at 99%. The hard drive was reimaged and software was reloaded and updated. The electrocardiogram (ECG) connector is loose on the link electronic module (lem) circuit board. The lem board was replaced and recalibrated. The programmer then passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under section. If information is provided in the future, a supplemental report will be issued.